Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure in the common bile duct of a patient (event date, patient age, sex and weight are unknown). During the procedure, the guide catheter broke and the stent was unable to be deployed. No fragments of the broken guide catheter fell in the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure in the common bile duct of a patient (event date, patient age, sex and weight are unknown). During the procedure, the guide catheter broke and the stent was unable to be deployed. No fragments of the broken guide catheter fell in the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of push catheter was kinked. The guide catheter was stretched and broken close to proximal end. The distal end of guide catheter remained inside the push catheter. The stent was loaded on the distal piece of guide catheter and was attached to the push catheter via suture. The suture was twisted on the stent. The stent was deformed. The tuohy borst cap and broken proximal portion of the guide catheter with the luer were not returned for analysis. Upon examining the device, the stent was detached from the push catheter by cutting the suture; the broken guide catheter was then removed from the delivery system from the distal end. A functional evaluation to deploy the stent could not be conducted due to broken guide catheter assembly. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.